Event description:
The customer reported bent pins on the therapy cable and a damaged port. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported bent pins on the therapy cable and a damaged port. There was no report of pt impact or involvement. The device was evaluated by the customer and the therapy cable and therapy port were replaced to resolve the issue.